Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of hubr1581 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the physician inserted the hickman line and after completion when he flushed the line, he observed leaking at the red port. The line was taken out and replaced with a new line in order to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 7 fr dual lumen hickman catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Some tensile weakness was observed in the distal catheter segment approximately 3 cm distal to what appears to be the proximal end of the segment. Both lumens of each catheter segment were flushed and pressurized with a 12 ml syringe of water. Both lumens of each segment were observed to be patent to infusion and aspiration, however leakage was observed in both lumens of the distal segment approximately 2.7 cm distal to what appears to be the proximal end of the segment when it was pressurized. A microscopic observation revealed two small, well-defined splits. Both splits were observed to be longitudinal but slightly diagonal. The larger of the two splits was observed to be in the smaller lumen and the smaller split was observed to be in the larger lumen. The fracture surfaces of the splits were observed to be smooth and granular in texture. The sample was dissected and an additional split with similar features was observed in the catheter septum. The shape and size of the splits as well as the location of the splits relative to each other suggest the catheter was punctured with some sort of sharp instrument. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothedged atraumatic clamps or forceps.¿ a lot history review (lhr) of hubr1581 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the physician inserted the hickman line and after completion when he flushed the line, he observed leaking at the red port. The line was taken out and replaced with a new line in order to complete the procedure. There was no reported patient injury.